Event description:
It was reported that during an acl case while taking soft tissue around the tunnel site the outer shaft of the blade cracked. The doctor took the blade out of the knee and requested a new one. No part of the shaver fell off in the knee it all came out with the blade and a new blade was put used to continue the procedure.

Event description:
It was reported that during an acl case while taking soft tissue around the tunnel site the outer shaft of the blade cracked. The doctor took the blade out of the knee and requested a new one. No part of the shaver fell off in the knee it all came out with the blade and a new blade was put used to continue the procedure.

Manufacturer narrative:
The reported failure condition (tip breakage) is considered confirmed upon visual inspection of the unit received. Even though the tip did not complete break we evaluated conservatively the worst case breakage condition. Most probable root cause(s) for the reported failure mode can be associated, but not limited to: excessive force applied by user; inadequate size selected for the application; inadequate window profile. A unique root cause cannot be identified for this particular event since none of the above could be ruled out. Thus the root cause will remain as multi-factorial. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.